Event description:
The user facility reported to terumo cardiovascular systems: after 15 minutes on cardiopulmonary bypass, the flow began to decrease. The perfusionist kept increasing the pump rpm to reach the maximum rpm. The flow kept decreasing below 2 l/min. The perfusionist switched to hand crank with no change in flow. The perfusionist then changed out the centrifugal pump and started pumping with the hand crank. There was an increase in flow and in arterial pressure, and then was connected to a secondary pump motor. The improvement of flow was momentary, the perfusionist then proceeded to change out the oxygenator. Once the change out was completed, full flow was re-established and the surgery was completed successfully. A 350 ml blood loss. Product was changed out.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).